Event description:
It was reported from (B)(6) that before surgery, when pressing the trigger on the battery oscillator device, it was observed that trigger could not be held in one position and turned. It was further reported that when the trigger was turned, it was not possible to start running the device properly and the device worked intermittently. During in-house engineering evaluation, it was observed that the trigger/slider was blocked and jammed. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.